Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet application, where the app vibrated upon scanning a new sensor but the display did not update, consistent with a software communication or pairing malfunction. No adverse clinical symptoms reported. Outcomes included successful sensor pairing and sensor warm-up after uninstalling and reinstalling the ilet application. User support included customer support troubleshooting and software reinstallation guidance. Investigation of this case revealed a probable application-level pairing error resolved by reinstallation, indicating a software interaction issue rather than hardware failure. It was concluded, based on similar reports, that the cause was application software interaction leading to pairing failure, mitigated by reinstallation.